Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms. The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device could not be performed as the battery was not returned. Log file analysis revealed that the controller, (B)(4), in use during the event contained the software master record software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log files analysis revealed critical battery alarms most likely due to communication errors involving (B)(4). Additionally, alarm log files recorded momentary disconnections involving this battery. This is an additional observation not related to the reported event. An internal investigation is investigating momentary disconnections. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced a critical battery alarm. The battery was taken out of service and exchanged. No patient complications have been reported as a result of this event.